Event description:
It was reported that during use the bd syringe integra 3ml w/ndl 25x1 rb failed to retract the needle. The following information was provided by the initial reporter: verbatim: it was reported that the needle failed to retract. "Consumer reported, needle did not retract after his injection.stated, he reported same problem in november of 2019, (cs0016605) and has not had an issue until today stated, the same person who administered his shot in november, did it again and he's thinking the issue might be his friend doesn't know how to give the shot. Stated, he's going to have the pharmacist administer his shots going forward. He did get his dosage of medication but it just didn't retract. 1 syringe affected. Sample available cl".

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, bd was unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use the bd syringe integra 3ml w/ndl 25x1 rb failed to retract the needle. The following information was provided by the initial reporter: verbatim: it was reported that the needle failed to retract. "Consumer reported, needle did not retract after his injection.stated, he reported same problem in november of 2019, (cs0016605) and has not had an issue until today stated, the same person who administered his shot in november, did it again and he's thinking the issue might be his friend doesn't know how to give the shot. Stated, he's going to have the pharmacist administer his shots going forward. He did get his dosage of medication but it just didn't retract. 1 syringe affected. Sample available cl"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/29/2020 h.6. Investigation: two 3ml integra syringes in blister packs from batch 8355614 (p/n 305270) were received and evaluated. One of the syringes appeared to be manipulated and was in an opened blister pack with a yellowish liquid was inside the shield. It was observed the retraction mechanism was only partially activated. The plunger rod was collapsed but the cutter was not pushed through the stopper. After completely depressing the plunger rod, the cannula retracted as expected. One of the syringes was in a fully sealed blister pack. The syringe was removed from the package and the plunger rod was completely depressed. The retraction mechanism was activated and the cannula retracted as expected. No defect was observed in either sample. The unused sample was tested for activation force per procedure. The results show the syringe was within the product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use the bd syringe integra 3ml w/ndl 25x1 rb failed to retract the needle. The following information was provided by the initial reporter: verbatim: it was reported that the needle failed to retract. "Consumer reported, needle did not retract after his injection. Stated, he reported same problem in (B)(6) of 2019, ((B)(4)) and has not had an issue until today stated, the same person who administered his shot in (B)(6), did it again and he's thinking the issue might be his friend doesn't know how to give the shot. Stated, he's going to have the pharmacist administer his shots going forward. He did get his dosage of medication but it just didn't retract. 1 syringe affected. Sample available cl."